Manufacturer narrative:
(B)(4). A CAPA currently exists to address this issue.

Event description:
It was reported that a cassette leaked from an unreported location. This occurred during fill one of peritoneal dialysis therapy. The patient started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During simulated therapy a leak was observed from a crack in the cassette. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.